Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. The patient's pd nurse reported the event was due to a self contamination event. A follow-up MDR may be submitted following review of the available medical records.

Event description:
A peritoneal dialysis (pd) patient's family member reported the patient was diagnosed with peritonitis. During follow up the patient's pd nurse reported the event was due to a breach in sterile technique. The patient was at home performing treatment on her own but had been advised to have assistance. The patient's health had been in decline due to multiple myeloma and chemotherapy. Sometime between (B)(6) 2015, the patient had poor sterile technique resulting in self contamination. On (B)(6) 2015, the patient was admitted to the hospital for low platelet count associated with the multiple myeloma. On (B)(6) 2015, the patient's pd nurse was informed that she had additionally been diagnosed with peritonitis. The patient received antibiotics cefepime and vancomycin. Following culture results the patient was switched to vancomycin only. On (B)(6) 2015, the patient was released to another facility to continue treatment for multiple myeloma. Medical records have been received.